Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an x-ray detectable sponge. The customer states the sponge was opened from the first ply. The customer states the surgeon had picked up the sponge and damped it into the wound when a loose fiber came off in the wound. The surgeon states it happened immediately and the strand was removed from the pt's surgical site.